Event description:
The customer reported that a pt expired and that the alarm volume at the central was too low to be heard.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.